Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer resumed insulin delivery and the blood glucose level was not impacted. As the customer was not currently receiving an occlusion alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.